Event description:
Unit stopped delivering breaths for 2 cycles, unk if unit alarmed for hi pressure. Additional problem description: nurse and pt state pt was not able to get any air from the machine for 2 or 3 breaths. They state this happens intermittently only. No messages or alarms. On ac power. No pt harm.